Event description:
This is a report of a patient who experienced peritonitis. The patient was not hospitalized for the event. On an unknown date, the treatment for the peritonitis included injection vancomycin 2 g stat (route not reported), injection fortum 500 mg (route and frequency not reported) and injection reflin 1 g per day (route not reported). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.